Event description:
It has been reported to philips that the system could not expose. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system cannot make exposure. Philips field service engineer (fse) inspected the system onsite and confirmed that there was no error information display on data monitor. Upon further inspection, philips field service engineer (fse) confirmed that the detector was defective. Fse replaced the detector. After replacing the detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.